Event description:
It was reported that boston scientific technical services (ts) was contacted about high, out-of-range shock impedance values of 130 ohms on the right ventricular lead. Ts informed that it did not seem like a lead integrity issue and discussed options. The device and leads remain in service. No adverse patient effects were reported.